Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited a gradual increase in shock impedance measurements resulting in measurements of 123 ohms. Boston scientific technical services (ts) discussed the option of increasing the remote home monitoring alert value to 145 ohms and continuing monitoring. Available information indicates this product remains implanted and in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited a gradual increase in shock impedance measurements resulting in measurements of 123 ohms. Boston scientific technical services (ts) discussed the option of increasing the remote home monitoring alert value to 145 ohms and continuing monitoring. Available information indicates this product remains implanted and in service. No adverse patient effects were reported. Additional information received indicated that this right ventricular (rv) lead had high shock impedance measurements, measuring at 136 ohms. Subsequently the physician elected to surgically abandoned this lead and a new lead was successfully implanted. No additional patient adverse effects were reported.

Manufacturer narrative:
This report captures additional information of the lead surgically abandoned and impact on the patient. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.